Event description:
It was reported to philips that the system was unable to perform fluoroscopy and exposure, which resulted in 30 minutes of delay in surgery. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.